Manufacturer narrative:
E1. All demographic information on the regulatory document states "confidential". H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It is reported that the needle does not retract. "After performing the puncture, the jelco did not collect."

Manufacturer narrative:
Correction: an initial medwatch report was submitted. Upon further review, it was found that this medwatch report # 9610048-2026-00035 is a duplicate and is considered void. The original event was submitted in medwatch report # 9610048-2026-00043.